Event description:
It was reported that the patient experienced a shocking sensation. The patient started on program 1, and switched to program 2 which was too strong. The patient then switched to program 4 at 0.7 volts and felt a shock in her tailbone. The patient returned to program 2 at 0.6 volts and was not feeling the shocking sensation. She was receiving therapeutic benefit for her urinary frequency and the pain related to interstitial cystitis may have improved slightly. The patient had an appointment scheduled with her physician for (B)(6) 2012. Additional information received reported, the patient felt shocking in the rectal area regardless of what program she was using. The patient turned the implantable neurostimulator off, but continued to feel shocking at the lead location. The patient was going to meet with the physician and manufacturer representative in 6 weeks for reprogramming. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3889-28 lot# v926977, implanted: 2012 (B)(6), explanted: product typ lead; product ID, 3037 serial# (B)(4), product typ programmer, patient. (B)(4).